Event description:
Info rec'd indicates the brake will not hold when set.

Manufacturer narrative:
The tech isolated the issue to worn head and foot casters. He replaced the casters to repair the bed.